Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed. No product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2020, during an unknown surgery, the screwdriver sliding wires was occurred. Used another one to complete the surgery. It was unknown if the surgery completed successfully. There was no patient consequence reported. This complaint involves one (1) device. This is report 1 of 1 (B)(4).